Manufacturer narrative:
The cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging damage to the battery cap. There was no allegation of an adverse event with this complaint. This complaint is being reported because of the allegation of a battery cap issue.